Event description:
The patient called animas on (B)(6), alleging that she experienced a severe low blood glucose level and had to be treated by an emt. She said she woke up with a blood glucose reading of 360 mg/dl on (B)(6). She took a correction bolus dose of 3.7 units and a few hours later she experienced a severe low blood glucose level of 23 mg/dl. She did not experience any symptoms prior to the low but said she was unconscious and had to be awakened. She states she was treated with IV glucose by the emt and her blood glucose level responded to 180 mg/dl. The patient has suspended the pump since the emt visit but continued wearing it. She reports she has had erratic blood glucose levels in the past six months possibly due to stress but she has attempted to change settings to try to manage her blood glucose. She states she has a high amount of stress. She says she has been having problems with the pump alarming "no prime." She says the issue started a few months prior to the call but has become more frequent in the past month. The patient was able to prime the pump after the pump alarmed "no prime." This complaint is being reported because the patient reportedly experienced a low blood glucose level requiring treatment while on pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals from were found to be within specification. A review of the black box history revealed one "pump not primed" warning associated with a non-zero low force. The rewind, prime and load steps were successfully performed on the pump with no alarms. A force sensor calibration test confirmed the sensor was detecting the correct force. The pump was opened and no damage was found to the force sensor circuit. There were no loss of primes that occurred during testing and the pump emitted the appropriate visual and audible alert. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.